Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the laptop ventilator 1200 was on a patient to be transported and after unplugging the ventilator ran for a few second the unit alarmed and shut down. The patient was bagged quickly and transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.